Event description:
Event reported as a left side inflation. Both devices removed, cultures and tissues sent for testing with negative results, no growth. Original fill of 200 cc, 500 cc removed when explanted. Patient said, doctor told her it was a valve problem. Follow-up findings: doctor said he observed a seroma like color inside the device, but did not see any hole in the shell or the valve. He thought there was a one-way flow of the fluid and that it might have originated during the inital post-operative period.

Manufacturer narrative:
Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness is one breast, you should contact your surgeon immediately." Device labeling address the possible outcome of hematoma as follows: "postoperative hematoma and seroma may contribute to infection and/or capsular contracture. Postoperative hematoma and seroma may be minimized by meticulous attention to hemostasis during surgery, and possibly by postoperative use of a closed drainage system. Persistent, excessive bleeding must be controlled before the device is implanted. Any postoperative evacuation of hematoma or seroma must be conducted with care to avoid damage to the breast implant."